Manufacturer narrative:
Per tandem's t:slim g4 pump user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested too large of a bolus and blood glucose (bg) lowered to 59 mg/dl. Bg was addressed with glucose tablets. Reportedly, the customer declined to provide additional information regarding the event.